Event description:
The plastic hook (snap hook) from the axilla strap (auxiliary strap) broke. According to the client facts, they used the tourniquet properly during a medical emergency lesson.

Manufacturer narrative:
Device failure was concluded to be due to a manufacturing flaw in the broken snap hook.